Event description:
Same case as MDR ID# 2134265-2011-04576 and 2134265-2011-04593. It was reported that during a stenting treatment procedure, stent damage and vessel dissection occurred. Access was gained via the right femoral artery. A non-bsc sheath, a non-bsc guide catheter and a non-bsc guide wire were placed. The 90% stenosed target lesion measuring 38mm in length located in the right coronary artery (rca) was predilated by two different non-bsc balloons. As the 38x4.0mm ion otw stent delivery system (sds) was advanced to the target lesion, it became stuck on a calcified area. The physician removed the ion sds and observed that the stent flared on the balloon. The lesion was predilated again with a non-bsc balloon. The physician then placed an unknown sized mail man guide wire and attempted to advance a 38x4.0mm ion monorail sds. While advancing the ion sds around the proximal section of the vessel, the physician noticed that the stent was flared on the proximal edge. The physician was able to pull the ion sds back into the guide catheter. After removing the guide wire and attempting to remove the guide catheter the stent became dislodged near the sheath. An attempt to snare the stent was unsuccessful and the stent moved downstream stopping in the profunda. A diagnostic image showed a large dissection in the rca. The cause of the dissection is unknown. Another surgeon was called in to evaluate for surgery, however a decision was made to implant a stent. A 4.0x16mm ion stent was implanted to cover the dissection. No other patient complications have been reported and the patient's status is fine.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).